Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture. The ra lead was removed and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.